Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx closure device was implanted. Immediately after the release of the closure device, the patient's blood pressure dropped. Echocardiogram revealed that there was a posterior pericardial effusion. A pericardial tap was performed to treat the effusion. There were no further patient complications reported.

Manufacturer narrative:
H6: patient code added h6: evaluation conclusion code updated.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received h6: impact code e0602: cardiac arrest added.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx closure device was implanted. Immediately after the release of the closure device, the patient's blood pressure dropped. Echocardiogram revealed that there was a posterior pericardial effusion. A pericardial tap was performed to treat the effusion. There were no further patient complications reported. It was further reported that the patient experienced cardiac arrest one day post implant.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx closure device was implanted. Immediately after the release of the closure device, the patient's blood pressure dropped. Echocardiogram revealed that there was a posterior pericardial effusion. A pericardial tap was performed to treat the effusion. There were no further patient complications reported.